Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump had a compromised force sensor system alarm. The drive support cap was correct. The customer¿s blood glucose was 130 mg/dl. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm compromised forced sensor system alarm due to motor error alarm.